Event description:
It was reported the patient was not receiving sufficient coverage with percutaneous leads. It was also reported the patient underwent surgical procedure to have percutaneous leads replaced with surgical lead. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.